Manufacturer narrative:
Additional product codes: mon, dzl. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during implantation in internal fixation, the cortex screw self-tapping broke. The nut of the broken screw was retrieved and discarded. The rest part was still implanted in the patient¿s body. Another screw was used to complete the procedure. It was unknown if there was a surgical delay. There was no patient outcome reported. Concomitant device reported: unknown nut (part #: unknown, lot #: unknown, quantity: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history lot part: 400.816 lot: 9841316 manufacturing site: (B)(4) release to warehouse date: 17. Feb. 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The raw material was confirmed to be correct per the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.